Manufacturer narrative:
The relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. Product ID: 8578, lot# hg0cg6k05, implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving gablofen baclofen of an unknown concentration and dose via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the patient had a refill and the volume removed from the pump was 40 ml. Replacement of the pump and catheter would take place on (B)(6) 2018. The pump was to be moved from the right chest to posterior back. The issue was not resolved at the time of this report. The pump was to be returned for analysis after explant. The patient's status was "alive - no injury" and no symptoms were reported and no further complications were expected or anticipated.

Manufacturer narrative:
The pump was returned, and analysis found no anomalies. The catheter was returned, and analysis found catheter/sc connector/tear in seal near guide ring. If information is provided in the future, a supplemental report will be issued.